Event description:
It was reported that air was in the patient line of a home patient (hp)'s cassette during therapy with a home choice (hc) machine.. The hp primes the patient line with the patient line lying on the drain bag on the floor. When the hp connected, he opened his transfer set and noticed air in the patient line. The company representative explained proper procedure to prime the patient line and that it should never be set down on the floor. The hp was advised that he would have to disconnect the current setup and reset the machine using all new supplies. There was patient involvement, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.